Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the previously implanted stent resulted in the reported difficult to remove. Interaction and/or manipulation of the compromised device resulted in the reported tip material separation/ noted tip, tip jacket and inner member separations. As reported the tip was removed via snare. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a common femoral artery. The artery was prepped with a 5.0x150mm unspecified balloon and 5.0x12mm supera self-expanding stent was implanted without issue; however, during removal under fluoroscopy resistance was felt with a previously implanted stent and the tip of the delivery system separated. The tip was removed via snare. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.